Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material exiting from the air/water nozzle and faulty image due to connector failure (e315 error image) problem. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was observed by olympus, the reported foreign material appeared to be polyurethane, but could not be identified due to the lack of the actual item. However, a definitive root cause of the reported issue could not be established. The suggested electrical continuity error occurred due to water invasion in the scope connector and was likely due to the printed circuit board of the scope connector had been shorted out due to an air leak from the boot of the insertion section and the air/water cylinder. However, a definitive root cause of the reported issue could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection method for the suggested event is described in the reprocessing manual, ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories). Section 5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.